Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
The following was reported: patient revised for aseptic loosening. Only fibrous ingrowth on cup. No further information will be released by the hospital or surgeon.